Event description:
Per the clinic, the patient experienced skin breakdown and necrosis, leading to exposed receiver/stimulator at the magnet area (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.